Event description:
It was reported by the customer that the device's tip snapped off prior to the procedure. The tip breaking off can cause an infection risk. There was no know patient impact or delay to the procedure.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned by user.

Event description:
It was reported by the customer that the device's tip snapped off prior to the procedure. The tip breaking off can cause an infection risk. There was no know patient impact or delay to the procedure.